Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that there was an infection in the ins pocket area. The rep wasn't told the exact symptoms but was told that they extracted some pus from the ins pocket site so the rep thought there was some swelling at the pocket but didn't know for sure. It was noted that the managing hcp would do an explant as well. (B)(6): information received from the rep had previously been captured in the initial report. They were not sure if the ins had been explanted as of the day of the report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.